Event description:
As reported by the equinoxe shoulder study, approximately 4 year(s) and 9 month(s) post implantation of a right tsa, the patient presented with infection. The patient had rtsa with loose glenosphere + metaglene component without broken hardware and scapular notching. Plan for revision with antibiotic spacer. The patient underwent a standard reverse revision in early 2019 followed with antibiotic spacer procedure later that year. Implantation of antibiotic delivery system due to positive mrsa screen. Patient has cleared infection and desires conversion back to a reverse tsa. The clinical report indicates that the event is definitely related to the device(s) and unlikely related to the procedure.

Manufacturer narrative:
D10: 320-01-38 - equinoxe reverse 38mm glenosphere: (B)(6). 320-38-00 - equinoxe reverse 38mm humeral liner +0: (B)(6). 300-01-15 - equinoxe, humeral stem primary, press fit 15mm: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.